Manufacturer narrative:
.

Manufacturer narrative:
Patient identifier and weight not available from the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure the straight suction would not verify on the navigation system. There was a reported delay to the procedure of approximately an hour and a half due to this issue and no impact on the patient outcome. Other instruments were used to continue the procedure.